Event description:
When nurse was doing a PICC dressing change, she found that all numbers on the PICC line had been completely wiped off. Instead of visualizing catheter markings to monitor for catheter migration, the nurse had to measure the line with a measuring tape.catheter was not removed as patient continued in need of long term antibiotics for cocci osteomyelitis. Patient remains hospitalized at this time, and line remains in place.======================manufacturer response for power PICC line, xcela pasv 3f 55cm intermediate mst - 45 lido kit (per site reporter).======================none at this time.